Manufacturer narrative:
Additional information: the stent was implanted, where the patient experienced chest pain on the same day and later had the stent explanted on the same day. The patient was not given any further treatment. There was no issue with the second protégé stent implanted during the index procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a protégé gps self-expanding stent system with a 9fr non-medtronic sheath and 0.035 wire to treat an 80mm fibrous lesion in the patient¿s proximal left iliac vein of diameter 14mm. Lesion exhibited 70% stenosis. Slight vessel tortuosity reported. No damage noted to product packaging prior to use. No issues removing the device from the packaging. Vessel pre-dilation was not performed. No resistance was encountered during advancement of the device. Stent was placed. Angiogram was performed which showed the stent had migrated to the patient¿s inferior vena cava (ivc) by either the ivus catheter pushing it up or pta. Two additional stents were placed, one protégé and one non-medtronic. Post procedure the patient complained of chest pain and was transported to hospital. An x-ray was taken which showed the stent had migrated to the heart. The patient was transported to another hospital and the stent was removed with a snare using an internal jugular (ij) approach. The patient is reported to be doing well and has no issues or complications.